Manufacturer narrative:
Trackwise ID 739542. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro vh-3500 cauterizing device would stick when trying to extend to the branches. When advancing the cauterzing device it was not smooth and the user would have to use force to have it extend out to move it through. It was still able to cut tissue. Procedure was completed using this device. There was no procedural delay. No patient harm.

Manufacturer narrative:
Trackwise # (B)(4). The device was returned to the factory for evaluation on 01/03/2023. An investigation was conducted on 01/11/2023. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed on the harvesting device handle. The harvesting device was returned partially inside the cannula. A mechanical evaluation was conducted. The harvesting device was removed from the cannula with no physical or visual difficulties observed. A reference endoscope was inserted into the cannula until it snapped into place with no visual or physical difficulties observed. The harvesting device was inserted into the cannula with little resistance noted, but the harvesting device advanced into the cannula until it was fully inserted. There were no visual defects noted on the cannula or the harvesting device. Based on the returned condition of the device as well as the evaluation results, the reported failure "fitting problem-tool" was not confirmed. The lot # 3000276598 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.